Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. The difficulty removing was not tested due to the condition of the returned unit. Based on a visual inspection and sem (scanning electron microscopy) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the left common iliac artery with moderate calcification. The armada 35 balloon was advanced to the lesion without resistance. During the first inflation, the balloon ruptured at 12-13 atmospheres (atm). During retraction, resistance was encountered with the 6f non-abbott sheath and while pulling on the catheter, the mid-part of the balloon subsequently separated. The separated portion was able to be retracted with the sheath and no medical intervention was required. A new sheath was advanced and an unspecified stent was implanted to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.